Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the leads had migrated. Physician saw on imaging that leads had migrated. Patient had a decreased coverage of painful areas. Patient elected to have leads removed and paddle placed at time of battery replacement. Issue is resolved.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 serial# (B)(6)implanted: (B)(6)2016 explanted:(B)(6) 2024. Product type lead product ID 977a275 lot# serial# (B)(6)implanted: (B)(6)2016- explanted: (B)(6)2024-product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (B)(6); product type: 0200-lead; implant date (B)(6) 2016; brand name vectris surescan; product ID 977a275 (B)(6)); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt stated that their hcp suspects that their lead(s) migrated and inquired on MRI eligibility. Caller had no further details. Tss reviewed information.